Event description:
Information received by medtronic indicated that the customer had reported the insulin pump is eating up batteries fast and batteries does not last long. It was also stated that there was a crack from the battery cap entry to the belt clip. No harm requiring medical intervention was reported. The troubleshooting was partially performed and asked the customer to discontinue to use the device. The insulin pump will be returned for the product analysis. Updated summary the device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. However, high sleep current found during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the pump history files/traces on 11-nov-2022 at 04:39:01 and failed battery test alarm at 14:14:36. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly on pcba 1 and inside battery tube.¿¿swapped out the pcba 1 and confirmed that high sleep current isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Charge/battery lasts less than expected/high sleep current confirmed due to moisture damage on pcba 1. Cosmetic damage confirmed at the back of the battery compartment. Corroded battery tube found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.